Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump reservoir cartridge feels loose or not secure had fall out, caused problems and insulin pump shoots or squirts insulin out of the infusion set when priming it. Customer stated that insulin pump had lost settings or insulin pump locked up and become unresponsive, had unusual grinding noises different from the normal rewind noises. Customer stated that insulin pump rejects some new batteries and battery life diminished from the 1st day. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.